Event description:
It was reported that the patient underwent a lead replacement due to the high impedance.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient could not feel their implant and was seen in office with high impedance >9000 ohms. X-rays suggested that the device might have migrated but the lead appeared to be attached. The patient has been referred to a surgeon. X-rays have not been reviewed by the manufacturer to date. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that at the time of lead revision, the lead was noted to be damaged. The suspect device has not been received by manufacturer to date.